Event description:
The manufacturer received information alleging an issue related to the device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received a voluntary medwatch report (mw5102899) from a user alleging the dreamstation auto bipap caused lung irritation, chest pain and seeing some debris in the bottom of the water reservoir. This event is assessed as possibly related to the device in this case due to user error associated with any of the following possibilities: improper humidification and/or tube temperature settings, improper mask fit/use, improper or inadequate treatment pressures, certain cleaning chemicals the patient might have used in the device and/or inadequate cleaning practices/frequency. Additionally, the reported complaint could also be explained by disease or underlying condition/past-medical history. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that dust/dirt contamination in the device enclosure and airpath, and evidence water ingress on the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation .the manufacturer observed dust contamination and water ingress in the device and are consistent with being from an external source. Section h6 type of investigation findings and investigation conclusions has been updated.